Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 12 mm x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it fractured and could not be used and was hard to show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed the guidewire exit port and the tip were in good condition. Impedance test showed an electrical open at the distal end of the catheter between 0 - 10 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Based on the evidence, the as reported code of catheter damaged/defective can be confirmed.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 12 mm x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, it fractured and could not be used and was hard to show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.